Event description:
On (B)(6) 2012, the reporter for the lay user/ patient contacted lifescan (lfs) alleging that the patient's onetouch ultralink meter was displaying an "er3" message. Per the onetouch ultralink owner's booklet, an error 3 message can be due to the "sample being applied before the meter was ready". The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the reporter that the alleged issue began at an unspecified time on (B)(6) 2012. The reporter stated that the patient manages her diabetes with the insulin pump and denied making any changes to the patient's usual diabetes management routine in response to the reported issue. Ten to twelve hours after the alleged issue occurred, the reporter claimed that the patient developed symptoms of feeling "shaky, dizzy, and weak". By 6:55pm on the same day, the patient was taken to the emergency room (ER) where she was tested on the hospital's meter (unknown device) and obtained a reading of "384mg/dl" and bolused based on the reading. During the troubleshooting, the cca determined that the patient was using the incorrect testing procedure. The cca walked the patient through the correct technique as recommended per the owner's booklet and the reported issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient developed symptoms suggestive of a serious injury and received treatment after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k073231.